Event description:
Diagnosis of silicon induced cerebral vasculitis. Recuring pancreatitis, esophageal dismotility and ulcers compatible with scleraderma, positive bloodwork for a variety of autoimmune disease, positive spect scans of the brain, cat scans showing brain stem infarction, spinal taps positive for recurring spinal meningitis, positive thyroid biopsy, bone marrow showing total absense of iron stores, dismotility of the upper and lower colon, sphincter malfunction, documented severe sleep disorders, depression, extreme fatigue and weakness.